Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-02697. It was reported that patient never received effective therapy. As a result, patient underwent surgical intervention on (B)(6) 2020 to address the issue. However, attempts to reposition the leads during this procedure were unsuccessful due to patient¿s anatomy. As a result, the entire system was explanted.